Event description:
During f/u in 2000, an extended charge time was observed. The charge time improved with multiple attempts at consecutive manual cap reforms. The cap maintenance was programmed to a one-month interval. During f/u in 2001, the decision was made to explant the device due to extended charge times.